Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed a seroma at the ipg site. The pocket site was drained and there have been no reports of further complications regarding this event. The patient is currently using the device with effective pain relief.